Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing during an open tenorrhaphy procedure, the thread fell into patient's cavity. There was no patient injury.